Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise via merlin.net. Isometrics and pocket manipulation could not replicate the noise. The lead remained implanted and the patient would continue to be monitored.